Event description:
It was reported that the patient developed an upper gastrointestinal (gi) tract infection on (B)(6) 2023. They were treated with a blood transfusion. It was noted that the bleed was observed in a black stool. An upper gl endoscopy found no issues. The fecal occult blood was negative. A lower gi endoscopy was planned. There is a possibility of a small-intestinal hemorrhage.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an upper gastrointestinal tract bleed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on (B)(6) 2023. On (B)(6) 2024 the patient was readmitted for the lower gastrointestinal endoscopy. They were discharged on (B)(6) 2024.